Event description:
The home patient (hp) contacted baxter's technical service center requesting assistance to restart set up on the homechoice (hc). The hp stated one of the bags came un-spiked during setup. The technical service representative (tsr) assisted the hp to remove the old set. The hp confirmed to restart therapy. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the home patient (hp) who stated that after starting over with new supplies no further issues occurred. The hp also stated that they have already disposed of the supplies and no further information was available. The hp stated that the separation occurred during setup and it seemed as if they just slipped apart. No adverse event was reported as a result of this incident.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint was not confirmed in the lab due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be related to the supply bag disconnecting without falling. The lot number was not provided; therefore, a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.